Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found that the catheter could be deflated without difficulty. The exterior surface of the catheter was evaluated and no pinch or blockage was observed. The catheter was dissected and no conditions that could be associated with reported event were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water soluble lubricant. (3) insert catheter into meatus and advance it until the balloon enters the bladder and urine flows out through the catheter.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.